Event description:
On (B)(6) 2011, pt reported experiencing elevated blood glucose today and for the past couple of weeks. Pt stated her blood glucose has been in the 400-500's mg/dl range. Pt's normal blood glucose range is in the 100's mg/dl. Pt reported this afternoon her blood glucose was 470 mg/dl and bolused 3.0 units of insulin. Pt stated she thought the elevated glucose was due to (B)(6) she had. Pt reported her blood glucose is still elevated and during the call was 494 mg/dl. Pt stated the infusion set has been in for 4+ days. Pt reported her blood glucose would begin to increase 2-3 days after inserting a new infusion set. Pt stated she usually kept the infusion set in for 4-5 days. Reviewed the proper changing of accessories. Pt reported she removed the infusion headset tonight and the infusion cannula was slightly bent at the end. Pt stated she thought she may have had one infusion headset that felt wet when she changed it; now she thinks it may have been insulin. Pt reported she does not recall when this occurred. Pt uses the insertion assist plus device. Pt stated her blood glucose becomes elevated 2-3 days after inserting a new infusion set. Pt reported this issue occurred more than once. Pt stated no errors or alerts have occurred. Pt reported within the last 2 weeks, she has had pasta and other items she normally does not have. Pt stated she is experiencing increased stress due to her elevated blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.